Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The additional nc traveler device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a heavily calcified, non-tortuous, concentric, de novo left anterior descending artery. A 4.0x8mm rx nc traveler balloon dilatation catheter was advanced with resistance noted with the calcified anatomy. While pressurizing to 8 atmospheres, a leak of contrast was noted from the balloon and blood flow was noted in the indeflator. After removal, a pinhole was confirmed in the center of the balloon. A new 4.0x15 nc traveler was advanced and met resistance with the calcified anatomy and the same occurred when pressurized to 10 atmospheres. A pinhole was confirmed from the distal end of the balloon. An unspecified non-abbott balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.